Event description:
It was reported that the needle detached from the bd intima-ii¿ closed IV catheter system. The following was translated from chinese to english: on (B)(6) 2023, during the infusion process, the patient found that the needle of the indwelling needle came out, and it was replaced immediately and re-punctured.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the needle detached from the bd intima-ii¿ closed IV catheter system. The following was translated from chinese to english: on (B)(6) 2023, during the infusion process; the patient found that the needle of the indwelling needle came out, and it was replaced immediately and re-punctured.